Event description:
It was reported that during a percutaneous transluminal coronary intervention, catheter advancement, difficulties were encountered. The lesion was located in the superficial femoral artery (sfa). A zipwire guide wire and the 6x59x1350mm sentinol biliary stent delivery system (sds) were advanced to the lesion. The zipwire coating became "tacky" therefore, the zipwire guide wire was removed. Another manufacturer's guide wire was then advanced to the lesion. The physician encountered difficulty advancing the sentinol biliary sds over the guide wire, and the sds froze on the guide wire. Therefore, the sds and the other manufacturer's guide wire were removed as a single unit without incident. In the opinion of the physician, the difficulty experienced tracking over the other manufacturer's wire was a result of the zipwire coating becoming "tacky" inside of the sds. The physician used another sentinol sds and a smaller guide wire to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "fine."